Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-14249. It was reported the patient experienced ineffective therapy. X-rays indicated that one of the patient's lead had fractured. Further diagnostics indicated the lead had high impedances in all contacts. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.